Manufacturer narrative:
Device not returned. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported bugs (both dead and alive) crawling on the masks and masks with holes in them. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.